Event description:
Between (B)(6) 2025 and (B)(6) 2025, it was detected that multiple eye surgeons reported patients who developed toxic anterior segment syndrome (tass) within 24-48 hours of having a bausch & lomb lens implanted. Once this was reported to the surgery center when the surgery was done an in-depth investigation ensued and it appeared that the common cause of all 5 were the use of b & l envista and aspire iols. None of the identified patients required explantation and treatment of the tass appears to have been successful with no ongoing issues reported. No additional testing done or required. Pt treated with steroid drops and moxy 0.5 drops with good results. Unknown there were 4 other patients who developed same response postop and all treated with steroid drops and antibiotic drops with resolution ongoing. None needed additional surgery or treatment per reports by surgeons. All reported to manufacturer, and we received a recall notice on 04/04/2025 from bausch & lomb. We opted prior to the recall to cease use of the iols identified in the investigation and have pulled the affected products and are returning to b & l as instructed and using alternative iols (intraocular lens). Reference report mw5168871, mw5168872, mw5168873, mw5168875.